Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to loosening on (B)(6) 2026? It is evidently an issue with the initial positioning of the implants that likely caused excessive stress and, ultimately, loosening of the prosthetic glenoid component. The implantation date was on (B)(6) 2025. An easytech anchor base, an excentric head, a 2 pegs glenoid and a double taper were explanted. A cup, a glenosphere, a glenoid baseplate, screws, a post extension and a stem were implanted.